Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, CT revealed suboptimal opacification of pulmonary artery which cannot exclude pulmonary emboli. Subsequent, chest view indicated no acute cardiopulmonary disease. Eventually, CT performed in following months revealed no evidence of pe. Approximately one year later, previously demonstrated small emboli on (B)(6) 2019 no longer demonstrated. Approximately, two months later, nm lung pulmonary perfusion with ventilation indicated low probability for pulmonary embolus. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.